Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The symptom of "false detection of a loaded set and points 3 and 4" was confirmed through evaluation. Evaluation found this was caused by a failed downstream sensor. The downstream sensor/pusher will be replaced.

Event description:
During baxter's evaluation of a spectrum pump, the unit was found to falsely detect a loaded set at points 3 and 4 when no set was present.